Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported error was confirmed as analysis onsite found the console would not power on and the display screen remained blank. It is probable that the error message received was due to a burnt open fuse on the power distribution board (pdb). Replacing the pdb and top cover resolved the issue. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the console was repaired by the field service engineer (fse) onsite. The fse confirmed that the laser console would not power on and the display screen remained blank. Inspection of the device revealed a burnt open fuse on the power distribution board (pdb). The pdb and top cover were replaced which resolved the reported event. The console passed full functional and electrical safety testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the patient had been sedated. The console screen remained blank and would not start up. The procedure was postponed without any complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported error was confirmed as analysis onsite found the console would not power on and the display screen remained blank. Analysis of the returned power distribution board (pdb) confirmed the f230 fuse had burnt open. It is probable that the error message received was due to a burnt open fuse on the pdb. Replacing the pdb and top cover resolved the issue. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the console was repaired by the field service engineer (fse) onsite. The fse confirmed that the laser console would not power on and the display screen remained blank. Inspection of the device revealed a burnt open fuse on the power distribution board (pdb). The pdb and top cover were replaced which resolved the reported event. The console passed full functional and electrical safety testing. The pdb was returned and upon receipt and our quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the pdb was in overall good physical condition. Functional testing confirmed the f230 fuse had burnt open. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the patient had been sedated. The console screen remained blank and would not start up. The procedure was postponed without any complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the patient had been sedated. The console screen remained blank and would not start up. The procedure was postponed without any complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported error was confirmed as analysis on site found the console would not power on and the display screen remained blank. Analysis of the returned power distribution board (pdb) confirmed the f230 fuse had burnt open. It is probable that the error message received was due to a burnt open fuse on the pdb. Replacing the pdb and top cover resolved the issue. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the console was repaired by the field service engineer (fse) on site. The fse confirmed that the laser console would not power on and the display screen remained blank. Inspection of the device revealed a burnt open fuse on the power distribution board (pdb). The pdb and top cover were replaced which resolved the reported event. The console passed full functional and electrical safety testing. The pdb was returned and upon receipt and our quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the pdb was in overall good physical condition. Functional testing confirmed the f230 fuse had burnt open. The top cover was later returned and upon receipt at our quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the top cover was in overall good physical condition and had minor scuffs from normal usage wear. Functional testing found that the top cover would not power up. As a result, further testing could not be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.